Manufacturer narrative:
The unintended stimulation/new pain questionnaire was completed by quality with limited information.  Potential causes of unintended stimulation/overstimulation are incorrect programming parameters, change in posture or proximity of electrode to target nerve resulting in stimulation of nerve outside the target nerve, interference from a non-stimwave device, off-label use, and migration. The stimulator is used to treat pain.  The cause of the reported issue is unknown. Therefore, conclusion has been selected as no problem/fault found. CAPA-2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.

Event description:
The patient reported pain, burning, and discomfort when urinating and walking. The programming parameters were decreased. No additional information provided.